Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the capture threshold was elevated and the pacing lead impedance was above the normal range. The lead was capped (B)(6) 2019 and replaced. The patient was stable.